Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
Approximately thirteen months post hvad implantation, the patient experienced multiple vad stopped and electrical fault and high watt alarms. The patient mentioned to site that the driveline came out of the controller. The patient performed a controller exchange and was admitted to the hospital for observation. Heartware engineers inspected the driveline connector and found the locking mechanism to be in working order and were unable to reproduce alarms with manipulation of the driveline. The patient was discharged to home with no additional alarms reported. A preliminary review of the controller log files confirmed the alarms and vad stop as reported. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that the patient was experiencing "electrical fault" and "high watt" alarms after he had bent over. The pump was not returned to the manufacturer for analysis since it remains implanted on the patient. Review of the pump's manufacturing documentation confirmed that it met requirements for release. A review of the controller log files revealed multiple electrical fault, vad stopped, high watts alarms. Functional testing of the controller revealed that the system performed as intended. The reported event could not be reproduced in the lab. The root cause of the reported event could not be conclusively determined as the device functioned per specification, however it is possible that user error may have attributed to the reported event. A factor that may have contributed to the reported event is the fact that the patient uses am unapproved carrying case. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation ((B)(4) received (B)(4) 2014). Controller - (B)(4) -1403us- expiry date: 01-31-2014. (B)(4).